Event description:
During eval of a returned homechoice machine, a possible increased intraperitoneal volume (iipv) situation was identified which occurred in 2009, during drain cycle 3. The pt's ultrafiltration reading was 1610mls. The pt's fill volume was 2400ml. This info gave a total drain volume of 4010ml (1610ml+2400ml), which meets iipv criteria. No pt injury or medical intervention was reported. Product surveillance contacted the peritoneal dialysis (pd) nurse two months later, regarding the increased intra peritoneal volume (iipv) found during eval. The nurse stated everything has been resolved. The nurse stated the pt sometimes pockets fluid and does not fully drain. The nurse stated the pt's ultrafiltration is sometimes up to 3500ml. The nurse stated the pt did not experience any pain or symptoms during the iipv instance. The nurse stated the pt's husband is very knowledgeable with the cycler and knows it very well. The pt did not press go prior to closing clamps nor did they connect before "connect yourself" was displayed. The pt did not lose power during therapy. The nurse stated the pt simply pockets fluid and therefore, does not fully drain. There was no pt injury or medical intervention.

Manufacturer narrative:
Eval summary: the eval did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during eval. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain, one or more cycles advances to the next fill when slow/no flow occurred above the minimum drain volume threshold. The device will be routed to the service area. Renal quality engineering, along with plant mfg and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.